Event description:
It was reported that a patient with a tactra penile prosthesis presented with pending erosion in glans of penis. It was noted that the tips of cylinders were close to showing. The device was removed, the glans repaired a new tactra device was implanted. There were no additional patient complications.